Manufacturer narrative:
It was reported on (B)(6) 2013 that spine implant revision on cfrp cervical cage. Reason for revision ¿ luxation of cfrp cage, fibrous tissue, pre op dysphagia. Patient already ossified / fused; no revision product needed. Revision and primary surgery dates - mid (B)(6) 2013/ primary surgery in (B)(6) 2012. Per the affiliate, the device is not available for evaluation. The device lot number is unknown therefore a review of manufacturing records cannot be completed. A review of the complaint trend analysis found no other complaints reported. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required.

Event description:
International affiliate reports that there was a need to revise a depuy synthes spine cfrp cerivcal cage. No other information is available at this time.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device not available.